Event description:
It was reported that the ilet touchscreen was intermittently unresponsive during training and use, with difficulty unlocking and waking the pump, and a replacement device was arranged. Symptoms included sweating and shaking during low glucose and vomiting during high glucose. Outcomes included low glucose to 61 mg/dl lasting approximately 45 minutes and multiple hours of high glucose, with the user disconnecting the pump for extended periods and treating a low with chocolate and peppermint; no professional medical intervention or hospitalization occurred. Investigation included product replacement logistics and data review guidance. Investigation of this device revealed the device was placed on a charge pad and powered on without issue. The captouch button and touchscreen were fully responsive and no issues were found.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.